Event description:
Note: related naviflex long wire pusher complaints are reported under records (B)(4) . It was reported to boston scientific corporation that a naviflex long wire pusher was to be used during an unknown procedure performed on an unknown date.a labeling discrepancy was identified: the package was labeled as a long wire pusher; however, the device inside was a short wire pusher.there were no patient complications reported as a results of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.block h6:imdrf device code a2101 captures the reportable event of device labelling issue.block h11:investigation results:based on the available information, boston scientific confirmed the reported event of device labeling issue. The returned naviflex long wire pusher was analyzed. The investigation revealed that the pusher was returned with an rx port.device history record review:it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.device technical analysis:the returned naviflex long wire pusher was analyzed. Visual examination confirmed that the pusher was returned with an rx port. No other problems with the device were noted.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency.boston scientific has been notified that the advanix pancreatic stent naviflex long wire pusher (upn: m00535030) contained a pusher component that was inconsistent with the product labeling. A ship hold has been placed on the lot associated with this complaint device. Boston scientific has also initiated a non-conforming events prevention (ncep) investigation to further evaluate the reported event and determine appropriate actions.